Manufacturer narrative:
(B)(4). Batch # n53v9g. The analysis results found that the cdh29a device (b) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the doctor was performing an anastomosis during a lower anterior resection and the anvil kept popping off the post of the instrument. A new anvil and instrument were used to create a second anastomosis and the procedure was completed with no consequence to the patient.